Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep and patient indicated that the system was removed, as the patient's pain was down their leg. The patient reports he met with a representative for the first time on (B)(6) 2024 to do some reprogramming and creating a high frequency that caused a lot of pain throughout his whole body. Caller reports this started about 2 months ago. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the past week, they had been feeling pain behind their implant site like it was feeling hot. Patient said that they felt heat and had to turn their stimulation off, but still felt the same sensation. Patient mentioned that they had an appointment with their healthcare provider on september 30th at 9:15am so that the healthcare provider could give them an 'epidural' for their neck pain, but they would like someone to come in to see if their spinal cord stimulator was still working as expected. Patient asked if a surgeon or someone could 'wipe it out or take it out' because they were in pain. The patient was redirected to their health care provider to further address the issue. Patient was difficult to understand, so agent documented patients comments to the best of their ability. Patient initially stated the pain was occurring for a week, but then mentioned they were dealing with pain for the last three weeks. Agent reviewed role of rep with the patient.